Event description:
It was reported that the console displayed error code 58 and foot pedal stopped working. Error message could not be cleared. The case could not be finished, there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that during the procedure the console displayed error code 58 and foot pedal stopped working. Error message could not be cleared. The case could not be finished, there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, the foot switch had to be replaced, and the unit was within specification. Therefore, the reported allegation was confirmed leading to the reported event. Most likely the malfunction found could have affected the device performance leading to the event experienced by the customer. A device history record review was not performed, a risk review confirmed that the event is accounted for in the risk documentation. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.